Manufacturer narrative:
The investigation determined that during a correlation testing event, the customer obtained higher than expected vitros ipth results from eight patient samples processed on a vitros system when compared to intact pth results obtained using a non-vitros method. The most likely assignable cause for the higher than expected vitros ipth results for these samples is unexpected ipth reagent performance. Ortho product correction notice cl2016-196 informed customers that the reference interval for vitros ipth is no longer supported due to the identification of a positive bias of approximately 40% for samples with intact pth concentrations <100 pg/ml compared to an alternative commercially available method. The origin of the overall positive bias is currently not known. The investigation is ongoing. The FDA (B)(4) office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
The customer observed higher than expected vitros intact pth (ipth) results from eight (8) patient samples processed on a vitros 5600 integrated system when compared to intact pth results obtained using a non-vitros method. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of these events. (B)(4).